Manufacturer narrative:
The complaint was re-assessed after investigation completion. Device: reference code (B)(4). Device name: enduro key f/tib.locking ring. F1/10+12mm. Serial number n/a. Batch number unknown. UDI device identifier (B)(4). UDI production identifier unknown. Basic UDI-di n/a. Unit of use UDI-di (B)(4). Manufacturing date unknown. Up until now, the product was not received. Investigation: no product at hand, therefore an investigation is not possible. If new information and /or the devices are going to be provided, a further investigation will be executed. Pictorial documentation: there are no pictures available. Batch history review: a review of the device quality and manufacturing history records is not possible because the material number as well as the batch number is unknown. Conclusion and root cause : based on the information available it is not possible to determine a definitive root cause for the failure. It could be possible that the mentioned failure is usage related. Rationale : in the light of the small amount of information received and due to the circumstance that we did not receive the complained devices for investigation, it is not possible to determine a definitive root cause for the mentioned failure. It could be possible the new nq nq839r enduro tibia plateau holding key was not used during the application. Without this new instrument there is the possibility that during the surgery the enduro key is not properly fitted onto the locking ring. This will cause that not all pins are seated complete in the intended contact zones. Due to the force which applied during turning the locking ring, pins are bent.

Event description:
It was reported that there was an issue with the enduro key. On (B)(6) 2019 during a knee surgery, the teeth of the key were bent. It occurred at the step, routine final hinge assembly. A back up device was provided and used to successfully complete the surgery. There was no impact or harm to the patient. There was no surgical delay. All available information has been provided. The adverse event is filed under aag reference (B)(4).